Event description:
The wheel that turns the harmonic scalpel would initially not turn. After working with it, it started working. Surgery completed. Dates of use: 2009. Diagnosis or reason for use: #1. Laparoscopy #2. Cholecystitis.